Event description:
It was reported that prior to use of the bd vacutainer® sst¿ ii advance plus blood collection tubes, the gel in the tubes had dark particles resembling foreign matter. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode of brown foreign matter was observed.  Additionally, (B)(4) retained samples were visually inspected, and no foreign matter was found. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint has been confirmed for foreign matter based on the photo. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.